Event description:
It was reported that during a knee arthroscopy procedure metal shavings were observed.

Manufacturer narrative:
Upon receipt of the unit it was determined that one tooth broke off from the cutter. We are reporting at this time and block g4 has been updated accordingly. Additional information will be provide once investigation has been completed.

Event description:
It was reported that during a knee arthroscopy procedure metal shavings were observed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected for any wear marks or assembly issues that could be associated with the reported condition. Further inspection disclosed that one of the cutter teeth (5th tooth on right side) had broken off. After removing the inner assembly with some difficulty, pronounced wear marks could be observed on the housing tip inner surface. Dents were observed on the housing window edges, which coincide with the cutter tooth that broke off. The inner cutter tip seemed slightly bent, as a result from hitting the outer housing window. Probable root cause(s) for the subject condition can be associated, but not limited to: components do not fit properly (alignment/gap between cutter and housing assembly), shaver blade comes in contact with a metal object (i.e. Scope) or bone and/or excessive force/torque applied by user (bending/prying). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.